Event description:
It was reported that this device was explanted and replaced last year due to electrical damage from a competitor's right ventricular (rv) lead. The patient was stable with no additional adverse effects reported. Information regarding the specific device details was later received and it was concluded that this event was a duplicate of boston scientific event reference number: (B)(4). This device was already received and analyzed.

Event description:
It was reported that this device was explanted and replaced last year due to electrical damage from a competitor's right ventricular (rv) lead. Additional clarifying information has been requested regarding the event details and device location, but has not yet been received. The patient was stable with no additional adverse effects reported. It is unknown if the device has been discarded or will be returned for analysis.